Event description:
The attorney alleges the patient "suffered physical and other injury as a result of the recalled lead." Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueisprint fidelisimplantable tachy lead. The attorney alleges the patient "suffered physical and other injury as a result of the recalled lead." Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. No conclusion can be drawn. Defective device.